Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system recently experienced ventricular fibrillation (vf) and became syncopal. Upon review, the physician alleged a very long arrhythmia detection time of the device (two minutes), likely due to low vf amplitude measurements. The first shock was delivered, but it did not convert the arrhythmia, potentially due to elevated, but still in-range shock impedance measurements (130 ohms). A second shock was subsequently delivered to convert the vf. It was noted that the patient experienced a similar episode in december 2025. Boston scientific technical services (ts) was contacted and discussed that the only the primary vector was suitable and that the shock impedance had always been elevated, ranging between 130 to 160 ohms which could be the cause of the initial conversion failure. It was strongly recommended to evaluate the system position via diagnostic imaging and assess whether it could be optimized via repositioning. Otherwise, an upgrade to a transvenous system was suggested. At this time, this s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.